Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-26, information was received from a foreign healthcare professional (hcp) via an (B)(4) manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump used for an unknown indication. On (B)(6) 2016, during catheter implantation, a puncture was performed and cerebrospinal fluid (csf) was checked soon after. A spinal catheter was inserted; it progressed to c4 without any problems. The spinal catheter was placed intrathecally. Csf flow from the catheter could not be confirmed. A tuberculin needle was affixed to a syringe and the suction was performed; patency was checked, but csf could not be suctioned. The hcp decided to open a spare catheter. The catheter was returned for analysis. The hcp wanted to check if event was related to a problem with the catheter or a problem with the procedure. It was stated, "problems with appearance could not be confirmed. Catheter blockage/clogging."

Manufacturer narrative:
Analysis of the catheter (lot # n627445005) found a non-significant anomaly; the catheter was incomplete and returned in segments, but was acceptable for testing. There was some foreign material seen inside the catheter body during decontamination, but no occlusion was noted during patency testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.